Event description:
It was reported that a revision procedure was planned for this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Additional information was received indicating the xiphoid incision had not healed correctly. The scar tissue was removed and the incision was re-sutured. Subsequently, the system was explanted approximately one month later due to infection/sepsis. No additional adverse patient effects were reported.